Event description:
The patient had a bard foley catheter placed prior to surgery. Oh postoperative day one when routine removal was attempted, it was noted that the balloon would not deflate with the syringe. Ultimately the balloon needed to be externally punctured with a needle to deflate and be removed. The leading theory is that the foley catheter balloon instillation valve was blocked in a one way direction. Patient had the catheter placed at the time of a scheduled, routine cesarean section. The initial foley removal attempt was 12-24 hours after placement. Frequency: one time; route: urethral; dates of use: (B)(6) 2018 - (B)(6) 2018; diagnosis or reason of use: urinary retention; is the product compounded? No; is the product over-the-counter? No.